Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, selftest, sleep current test, active current test and the displacement accuracy test. No device problem found. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. The customer's weight information with the initial report was incorrect. The correct information has been included with this report. The information provided in date of event with the initial report was incorrect. The correct information is (B)(6) 2018.

Event description:
The customer's weight information with the initial report was incorrect. The correct information (B)(6). The information provided in date of event with the initial report was incorrect. The correct information is (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as hypoglycemia. Customer¿s high blood glucose level was 463 mg/dl and low blood glucose levy was 51 mg/dl. The customer¿s other blood glucose level was 344, 466, 165 mg/dl. The customer¿s other blood glucose level are 60, 87, 95 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high and the low blood glucose. The customer did not experiences any symptoms related to the high and low blood glucose. The customer stated that self test was performed and it was passed. The customer stated troubleshooting was declined by the patient for the high and low blood glucose. The customer treated for high and low blood glucose with the manual injection and the insulin pump. The insulin pump will be returned for analysis.